Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a broken/loose cable. The maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The instrument was found to have thermal damage on the yaw pulley.

Event description:
It was reported that during central processing, a broken cable was noted on the maryland bipolar forceps instrument. There was no report of patient involvement.